Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "little bulge", "fear of alcl," "rippling," and capsular contracture baker grade iii . Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and visibility/palpability was received on august 25, 2025 with lot number 2671051. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure deformation, wear abrasion and creases completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ""little bulge", "fear of alcl," "rippling," and capsular contracture baker grade iii . This record is for the right side. Device was explanted and replaced.